Event description:
This case was reported by a consumer and described the occurrence of thrush in a female pt who received double salt denture cleanser (polident denture cleanser tablets) for denture cleansing. A physician or other health care professional has not verified this report. Concurrent medical conditions included denture wearer. On an unk date, the pt started double salt denture cleanser. At an unk time after starting double salt denture cleanser, the pt experienced thrush. This case was assessed as medically serious by gsk. Treatment with double salt denture cleanser was continued. At the time of reporting, the outcome of the event was unk. The reporter stated "I am wondering if this is causing my thrust". This case is lost to follow-up as the reporter did not provide contact info.

Manufacturer narrative:
The MFR's report number for this case is 1020379-2013-00010. Polident is manufactured in (B)(4), and neither the product nor the lot number for this product is available. (B)(4).